Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of the impactor instrument fractured. No adverse events or patient impact have been reported. Due diligence is in progress for this event; to date all available information has been provided.